Event description:
It was reported that this left ventricular (lv) lead was being evaluated due to not specified issues, and the egm was flat. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).